Event description:
The ge oec 9900 fluoroscopy system had a reported issue during a procedure, where approximately 40% of the images intended to be saved, were retrievable in the image directory, or appeared in the image directory. Not all saved images were in the image directory.

Manufacturer narrative:
A ge oec service representative investigated the issue and re-loaded the software and configuration files to prevent the issue from recurring. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.